Manufacturer narrative:
Result: cracked panels, foot board, and module.

Event description:
It was reported by service report that all inner and outer panels have cracks in them. Foot board also cracked. No adverse consequences have been reported.